Event description:
It was reported that during a diagnostic ion robotic bronchoscopy with endobronchial ultrasound with cone beam, (bronchoscopy with biopsy/ flexible bronchoscopy), the sleeve around the ultrasound cable, was worn off completely and the wiring was visible (poor appearance). The procedure was completed with another similar device and procedure delayed by 45 minutes and so was patient¿s anesthesia. There was no adverse impact to the patient.